Event description:
It was reported that the anchor slid off inserter into patient`s soft tissue during a labral repair. The surgeon said that the eyelet had come off inserter as he passed through the soft tissue allowing the implant to slide off inserter and becoming lodged in the tissue. He went back in with a grasper and retrieved the eyelet still attached to the suture, but could not locate the anchor. Two more were used to complete the case.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation, but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this event is not inserting the implant coaxial to the bone tunnel, prying/levering or impacting the eyelet against hard bone. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device remained in patient.